Event description:
It was reported that the patient underwent a minimally invasive spinal procedure. It was reported that the wire used to tighten the flex arm broke during use. It was reported that there were no changes to the surgical procedure and a second instrument was used. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for this lot were reviewed. No documentation was found that would indicate a nonconformance to specification.